Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed. The patient had no adverse consequences due to the event.

Event description:
It was noted that the oversensing noted on the patient's implantable cardioverter defibrillator (ICD) caused pacing inhibition.